Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient called while in dwell 1/5 to fluid leaking. The patient said that he was dwelling when he heard fluid dripping on the floor. The patient said that he found fluid coming out of the cassette door. The patient has already disconnected. When the patient removed the cassette from the cycler he found solution inside the cassette area. The cycler was replaced. A follow up call was made to the patient's nurse who reported that there was no patient injury related to the event.